Event description:
It was reported that the right ventricular (rv) lead was repositioned due to high pacing threshold. Moreover, it was noted on x-ray that the lead had lost it's slack. In addition, patient also developed pericardial effusion. To date, the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead was repositioned due to high pacing threshold. Moreover, it was noted on x-ray that the lead had lost its slack. In addition, patient also developed pericardial effusion. Additional information received indicated that this lead was explanted, and a new lead was placed. No additional adverse patient effects were reported.